Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed self test failure during normal use. The customer's blood glucose reading was unknown 188 mg/dl at the time of incident. Troubleshooting found that the alarm did not occur during the rewind and prime sequence. The customer was also advised that the device would be replaced and to return the product for analysis.